Manufacturer narrative:
The initial report indicated that a sorin s3 roller pump stopped twice during an ECMO case. The pt was removed without incident. Risk mgmt was contacted in an attempt to obtain add'l info. The risk mgmt specialist was not available. An alternate rep referred sgusa back to the original report. No further info was provided. The sorin group USA, inc. Field svc rep was contacted by the hosp to repair the pump. The cause of the failure was determined to be a defective motor control board and speed potentiometer. Both parts were replaced, and the pump functioned properly. The parts were inadvertently discarded, therefore, no further eval could be performed. Manufacturer has been contacted and they will review the pump mfg records. A f/u report will be filed with sorin group's findings. The operators manual for the stockert sorin s3 roller pump is designed and intended for surgical procedures lasting up to six hrs and not for ECMO application.